Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) agreed with ts's log review and observed no kinetics issues. There were large clusters of positive samples in the wl in question which customer clarified were repeat samples for confirmation. Customer cleaned the workspaces and ran blanks to confirm no contamination was present. The discordant results between platforms were likely caused by mishandling during sample prep, low target samples, or difference in target region/lod of the different platforms. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 289484 on panther instrument sn (B)(4) which had 3 discrepant samples. The samples in question were initially positive and repeated as negative on a luminex aries platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.